Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2026, it was reported that the patient was feeling cold, shaking, and sweating. The cgm was reading 198 mg/dl, and the blood glucose reading was 27 mg/dl. Treatment and management of symptomatic hypoglycemia was not documented. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.